Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 235 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.